Event description:
Patient reported that an infusion set fell off during use which led to high blood glucose levels and got treated with correction bolus via pump on (b)(6) 2026.

Manufacturer narrative:
Initial 1 of 2.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.